Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that there is a pinhole in the balloon at the markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.

Event description:
Reportable based on device analysis completed on 16apr2019. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in a severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed balloon pinhole.